Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined high blood glucose (bg) level of 525 mg/dl that was addressed with manual correction injections and a correction bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.